Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4, UDI # (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Per package insert for nexgen cr-flex and lps-flex fixed bearing knee system: pain, stiffness, poor range of motion, instability are known adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # 00598002702, lot # 64018672; item # 00597206632, lot # 63615058; item # 00596801551, lot # 63878406; item # 00111214001, lot # 89054750. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00608, 0001822565-2019-03479, 0001822565-2019-03481.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently one-year later is experienced pain, stiffness, instability, difficulty ambulating, and limited range of motion and underwent a manipulation under anesthesia and continues to experience the mentioned symptoms.